Manufacturer narrative:
As of 07/01/2019 aso evaluated unused returned product as well as retained samples of the same lot number for adhesion properties. Aso has reviewed previous MDR submitted for similar product in 24 months period. There were four adverse report MDR submitted. A similar complaint was submitted through MFR report # 1038758-2019-00017. Consumer reported that the product caused blister on the area. Aso evaluated unused returned product as well as retained samples of the same lot number for adhesion properties with no issues reported. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
The initial report on (B)(6) 2019 consumer reported that product caused blisters on her daughter skin upon removal of the bandage 12 hours later. The consumer information request (cir) was received on (B)(6) 2019. Consumer reported that pad that contained benzalkonium chloride caused a blister in the shape of the cotton pad. Consumer stated that treatment was required. Alkaline solution was used after removing blistered tissue. Topical relief for pain was used and wound was monitored. In addition, consumer reported that the symptoms corrected after stopping using the product.